Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit (B)(6) stealth s8 cranial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a biopsy case, the site had the guidance view open in one of their 4-views and were unable to get a distance to target metric to populate. Technical services (ts) confirmed that they had aligned the tracker arm to the plan, locked all the hardware down, and removed their hands from the probe to confirm it stayed on trajectory, and then lock the trajectory. Once they tried to start tracking the biopsy needle, thy realized they were not aligned to their burr hole. Ts had them update their entry point, realign to their burr hole and lock trajectory again. Once the biopsy needle started to track down the reducing tube, the distance to target appeared. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3 - evaluation of the returned software logs determined there was insufficient information to determine if a software issue occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.